Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets. Ts confirmed device is exhibiting behavior of a suspected premature battery depletion. Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.

Event description:
It was reported that an alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets. Ts confirmed device is exhibiting behavior of a suspected premature battery depletion. Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
This device has been returned. Once analysis is completed, a supplemental MDR will be sent. Mkb.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website for this subcutaneous implantable cardioverter defibrillator (s-ICD) device with a premature battery depletion (pbd). A technical service (ts) consultant was asked to review device data. Ts confirmed device is exhibiting premature battery depletion. Ts provided recommendations for a device replacement. The device remains implanted. No adverse patient effects were reported.